Event description:
Ten patient samples with discrepant calcium results. Units of measure mg/dl. Patient 1, initial result 10.5; repeat 11.3. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be due to a defective gear pump and pump was replaced. Performance tests were performed and within specification.

Event description:
There were 10 patient samples with discrepant calcium results. Units of measure mg/dl. Patient 8, initial 7.9; repeat 9.0. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be due to a defective gear pump and pump was replaced. Performance tests were performed and within specification.

Event description:
There were 10 patient samples with discrepant calcium results. Units of measure mg/dl. Patient 7, initial 7.4; repeat 8.3. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be due to a defective gear pump and pump was replaced. Performance tests were performed and within specification.

Event description:
There were 10 patient samples with discrepant calcium results. Units of measure mg/dl. Patient 6, initial 8.2; repeat 9.0. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be due to a defective gear pump and pump was replaced. Performance tests were performed and within specification.

Event description:
There were 10 patient samples with discrepant calcium results. Units of measure mg/dl. In 2008, patient 10, initial result 7.3; repeated twice giving 8.7 and 8.8. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be due to a defective gear pump and pump was replaced. Performance tests were performed and within specification.

Event description:
There were 10 patient samples with discrepant calcium results. Units of measure mg/dl. Patient 2, initial result 8.1; repeat 9.1. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be due to a defective gear pump and pump was replaced. Performance tests were performed and within specification.

Event description:
There were 10 patient samples with discrepant calcium results. Units of measure mg/dl. Patient 5, initial 7.8; repeat 8.6. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be due to a defective gear pump and pump was replaced. Performance tests were performed and within specification.

Event description:
There were 10 patient samples with discrepant calcium results. Units of measure mg/dl. Patient 3, initial 8.3; repeat 9.1. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be due to a defective gear pump and pump was replaced. Performance tests were performed and within specification.

Event description:
There were 10 patient samples with discrepant calcium results. Units of measure mg/dl. In 2008, patient 9, initial result 7.5; repeat twice giving 8.7 and 8.5. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be due to a defective gear pump and pump was replaced. Performance tests were performed and within specification.

Event description:
There were 10 patient samples with discrepant calcium results. Units of measure mg/dl. Patient 4, initial result 7.4; repeat 8.3. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause for the discrepant results to be due to a defective gear pump and pump was replaced. Performance tests were performed and within specification.